Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient will have a revision surgery on (B)(6) 2021 for an inflatable penile prosthesis(ipp) due to a kink in the system. The ipp will not inflate or deflate properly since the it was activated. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.